Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the dveice on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with a bump and cellulitis, covering an unknown part of the skin. The patient stated that they noted discomfort, and when the sensor was removed, a pink spot was seen. Besides this the area was also tender. The patient went to the hospital and the skin reaction was treated with a prescription of an oral antibiotic (patient did not remember the name or dosage). At the time of the report the patient stated the bump had disappeared. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e1803 nodule. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).